Event description:
A malfunction alarm, specifically alarm 20, was reported during the pumping process. There was an adverse impact on the customer's blood glucose level, with levels reaching 20 mmol/l. Technical support assisted the customer in loading a new cartridge using the proper technique, which allowed the customer to successfully resume insulin therapy. The device was not returned, and no replacement pump serial number was provided.